Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was 278 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.